Event description:
It was reported the device was removed and replaced due to premature battery depletion. The lead exhibited high thresholds and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed, and was found to have normal battery depletion.